Event description:
It was reported that the patient had been having muscle spasms in her stomach even when the stimulator was not turned on. Later it was reported that it was unknown if there was a 50 percent or greater symptom reduction. The battery position was revised. The cause of the event was determined but was not device related. The outcome was reported as recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).